Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an occlusion issue with a clearlink vented paclitaxel set. The reporter stated that the set had clotted during infusion of total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.